Event description:
The patient reported that the pump was hot to the touch. The patient reported her skin was red, but no blistering occurred and there was no need for medical intervention. The patient removed the battery and confirmed corrosion in the pump and a white substance on the battery.

Manufacturer narrative:
The pump was returned to animas for evaluation. The battery in question was not returned with the pump. The patient reported a white substance on the battery upon removal. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. Evaluation revealed no cracks in the battery compartment and no damage to the battery cap. There were no leaks found during evaluation. There was no moisture inside the pump at the time of evaluation. Corrosion was confirmed in the battery compartment.